Manufacturer narrative:
Please note that the following bone screws are no longer part of this event, as per further information and investigation, the following screws were revised during first revision and reported accordingly: cat: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: me7mpa. Cat: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: 3rjmde. Cat: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: napmrd. The patient is b)(6) inches in height. An event regarding pain involving an accoldade stem was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed the device was not returned as it was not revised. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: no examination of the explanted components is available. The persistent pain may relate to the persistent hardware and foreign body from the original gunshot wound/fracture. Reflex sympathetic dystrophy is also a possible diagnosis considering the description of ¿burning and tingling.¿ there is no evidence that factors of faulty total hip arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there has been one other similar reported events for the subject lot code for the same patient for pain for a previous surgery. Conclusions: an exact root cause could not be determined based on the information available. A review by a clinical consultant indicated that the persistent pain may relate to the persistent hardware and foreign body from the original gunshot wound/fracture. Reflex sympathetic dystrophy is also a possible diagnosis considering the description of ¿burning and tingling.¿ there is no evidence that factors of faulty total hip arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation.

Event description:
The patient was revised due pain in groin and thigh area on b)(6) 2014. The patient is still experiencing similar pain after revision surgery. He cannot stand or walk for long periods of time. The patient loses his balance. He has shooting pain from hip up into his back.

Event description:
The patient was revised due pain in groin and thigh area on (B)(6) 2014. The patient is still experiencing similar pain after revision surgery. He cannot stand or walk for long periods of time. The patient loses his balance. He has shooting pain from hip up into his back.

Manufacturer narrative:
Additional devices listed in this report: cat 502-11-54e , trident hemispherical cluster hole shell, lot code 26357501. Cat 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code me7mpa. Cat 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code 3rjmde. Cat 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code napmrd. Unknown liner, unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as the devices remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.